Event description:
The customer reported that the system displayed a "kv on in error" error message. This error message will likely cause the system to shut down uncommanded. There is no report of patient injury.

Manufacturer narrative:
A ge representative performed an onsite investigation. The high voltage cables were regreased, and the ma null and the ramp signal were adjusted. The system was then found to be operating as intended.